Manufacturer narrative:
(B)(4). Pma510k: k141148. Investigation - evaluation. No product or images were returned to assist in the investigation; however, during the course of investigation, a review of the complaint history was conducted. Based on the limited information provided, a full investigation cannot be performed. It is unclear if blood pressure dropped because of a perforation in the vasculature or because of another cause. As the lot number was not provided, manufacturing records or complaint records cannot be reviewed. This adverse effect is captured in the device's IFU as a known complication of the lead extraction process. No information from the customer indicates that a device malfunctioned or was misused. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
During a lead extraction procedure, the patient's blood pressure went down and then came back up. A total of 3 of the 5 leads were removed, however, the physician was not able to remove the last 2 leads. An open heart procedure was done to remove the 2 leads. The patient is recovering.